Event description:
A peritoneal dialysis (pd) patient reported being hospitalized with peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported the patient was hospitalized on (B)(6) 2024 with symptoms of fever. The nurse stated that the patient had a pd culture obtained (in the hospital) which had growth of the bacteria enterococcus (species not provided). The patient was treated with intravenous (IV) antibiotic therapy with vancomycin and zosyn (doses not provided). Additionally, the patient received pd therapy in the hospital (details unknown). Subsequently, on (B)(6) 2024, the patient was discharged home continuing pd with the same cycler. The patient is recovering, according to the pd nurse. The nurse stated the exact cause was unknown. However, the pd nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. It was stated that the patient had a gastrointestinal virus approx. 1 week prior to this event and that the peritonitis may have been associated with this condition.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis. The exact cause of the peritonitis cannot be determined. However, the patient¿s pd culture generated growth of enterococcus which is a gastrointestinal bacterium. Therefore, it is possible the event was associated with comorbid condition of gastrointestinal virus 1 week prior. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized with peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported the patient was hospitalized on (B)(6) 2024 with symptoms of fever. The nurse stated that the patient had a pd culture obtained (in the hospital) which had growth of the bacteria enterococcus (species not provided). The patient was treated with intravenous (IV) antibiotic therapy with vancomycin and zosyn (doses not provided). Additionally, the patient received pd therapy in the hospital (details unknown). Subsequently, on (B)(6) 2024, the patient was discharged home continuing pd with the same cycler. The patient is recovering, according to the pd nurse. The nurse stated the exact cause was unknown. However, the pd nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. It was stated that the patient had a gastrointestinal virus approx. 1 week prior to this event and that the peritonitis may have been associated with this condition.